Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed and no conclusion could be drawn, as no product was received. A review of the device history record has been performed. Device history records revealed the reaming rod measuring device was inspected to the incoming final inspection sheet. The certificate of compliance (c of c) was dated 8/26/11. 54 parts were released to the warehouse on 9/2/11. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Disposition: invalid. Placeholder.

Event description:
It was reported that a hospital personnel reported a reaming rod measuring device broke at the end of the procedure. The reporter was unclear as to how the measuring device broke. Surgery was successfully completed. No patient information was available at the time of the call. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.product development evaluation: the method of use as when the device was repeatedly forced closed and not any design deficiency was responsible for this complaint. The device is determined to be suitable for its intended use and the complaint is invalid from a design perspective.(B)(4)

Manufacturer narrative:
Device was used for treatment, not diagnosis.(B)(4)

Manufacturer narrative:
Device was used for treatment, not diagnosis.manufacturing evaluation: the reaming rod measuring device was manufactured by a third party of reported part and lot number. The complaint condition is due to an unknown cause. The certificate of compliance (dated august 26, 2011) indicated that the lot conformed to specification and was inspected and conformed to the synthes incoming final inspection sheet. The third party manufacturer responded on january 16, 2014 and indicated that the raw material certifications and the inspection check sheets were reviewed with no abnormalities found. The reaming rod measuring devices were produced to specification when shipped. Based on the evaluation and the unknown cause, this complaint is deemed indeterminate from a manufacturing position.